Manufacturer narrative:
(B)(4). The device had been discarded and as such, no evaluation could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during drain 1 of 4. The care giver (cg) stated that there were no obvious reasons for the alarm. The technical service representative (tsr) advised the home patient (hp) to end the therapy and start over with all new supplies. The tsr assisted the cg to end the therapy. There was nothing found during troubleshooting that would cause or contribute to the alarm. There was no patient injury or adverse event associated with this report.